Event description:
Waffle cushion deflated while on patient. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for static air seat cushion, static air seat cushion (per site reporter): equipment error reported to manufacturer. Product available for return.